Event description:
The user reported that during an angiography procedure bubbles were observed in the syringe. The user replaced the syringe and did not see any more bubbles. No harm or injury was reported.

Manufacturer narrative:
Device eval - the suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed. Device not returned.